Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged tip on the implicated and returned 14fr dualator dilator was confirmed but the cause is unknown. The distal end of the dilator was severely compressed and bent out-of-round. Microscopic examination of the dilator revealed wear on the distal tip. Crazing and light-colored discoloration was seen in the damaged region. These characteristics are indicative of the plastic being stressed. As no residual material was noted on the sample and it was reportedly not used on a patient, the source of the damage is unknown at this time. It is possible that the tip of the dilator became damaged during packaging, shipping, or after the kit had been opened. A review of manufacturing documents for this lot did not reveal any evidence that the failure mode reported in this complaint was caused by the manufacturing process. All necessary inspections were performed throughout manufacturing and packaging of this lot. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the tip of the dilator was found to be damaged before use to the patient. There was no reported patient involvement.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refr0995 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip of the dilator was found to be damaged before use to the patient. There was no reported patient involvement.